Manufacturer narrative:
Additional information: h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed after peritoneal dialysis (pd) therapy, when the patient was removing the cassette from the cycler. The patient opened the door to remove the cassette, and it was discovered that the cassette membrane was wet. The patient pushed the cassette membrane, and it was noted that a small amount of fluid leaked out. There was no patient injury or medical intervention associated with this event. No additional information is available.